Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were low flows and high purge pressure. The purge cassette was replaced. There was no reported patient harm.

Manufacturer narrative:
The investigation into the high purge pressure and the low pump flow issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the high purge pressure and the low flow was not determined since product and data logs were not returned.